Event description:
It was reported that while unloading the cot from the ambulance, the legs did not swing completely out and therefore did not lock into place. The cot then dropped down. The patient fell with her shoulder and head on the floor, but did not report any pain nor receive medical treatment. No caregiver injury was reported.

Manufacturer narrative:
Investigation underway.